Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and were changed to a new set of pads to continue therapy.

Manufacturer narrative:
Received one used set of four arctic gel pads only. Per visual evaluation, the pads were reviewed and the trim pattern was found to be correct.. The energy connectors were found to be free of damages and presented with a good connection. No manufacturing issues related to the pads were noted during the visual evaluation. Per functional testing, the pads were submitted to a flow rate test using the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowing to the pads without any problems: left chest pad: a total of 2.92 l/min m2 flow rate was registered during the test. Left thigh pad: a total of 1.27 l/min m2 flow rate was registered during the test. The pad was noted as crushed. Right chest pad: a total of 2.92 l/min m2 flow rate was registered during the test. Right thigh pad: a total of 3.18 l/min m2 flow rate was registered during the test. The flow rate was found to be out of specifications on the left thigh pad. The pad was noted as crushed. The other pads were found to be within specifications as the flow rate must be above 2.4 l/min m2. The complaint was confirmed as a manufacturing related issue. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.